Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure to treat sui & pop on (B)(6) 2004 and (B)(6) 2011 and mesh and intepro were implanted. Dates not clarified per product. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to the FDA: 1/4/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted 2along with concurrent cystoscopy with hydrodistention and urethral dilation due to sui and pop. It was reported that following insertion the patient experienced urinary/bowel problems, bleeding and dyspareunia. It was reported that patient underwent lsh with bso, ureterolysis, sacral colpopexy, a&p repair with graft and cystoscopy with hydrodistention on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency.